Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into multiple types of power sources (wall outlet and computer port). The customer's blood glucose (bg) was 166 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after the customer plugged the charging cable into a car usb port.